Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), multiple deployments were carried out due to poor r-wave sensing. The delivery system was pulled out of the body to examine, and then re-introduced back. Upon reintroduction, the physician reported that the deflection knob induced a 90 degree bend in a transverse plane at the tip. The leadless implantable pulse generator (ipg) was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.